Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg).

Event description:
A report was received that the patient was having high impedances on four contacts of his electrodes. The cause of the impedance was unknown. The patient underwent a revision procedure wherein the lead and ipg were replaced. Device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that device malfunction was suspected on the lead but not on the ipg. Sc-1110-02 sn: (B)(4) device evaluation indicated that the ipg passed all tests performed. The complaint of high impedance was not confirmed as various test leads were inserted in both ports. All impedance readings were within normal range. High impedance readings could not be duplicated in the lab. The ipg exhibited normal device characteristics. Sc-8120-50 sn: (B)(4) device evaluation indicated that the visual inspection revealed paddle lead was cut and exposed in multiple places. Two of the proximal ends of the lead portion were not returned. Electrical tests could not be performed due to broken cables. The damage to the lead was consistent with damages done during the explant procedure and it is not considered a failure.

Event description:
A report was received that the patient was having high impedances on four contacts of his electrodes. The cause of the impedance was unknown. The patient underwent a revision procedure wherein the lead and ipg were replaced. Device malfunction was suspected. The patient was doing well postoperatively.